Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that three years and three months following the implant of this transcatheter bioprosthetic pulmonary valve (tbpv) an increased gradient of 100 mmhg was noted. Fluoroscopy revealed an obstruction due to a type 2 stent fracture in the proximal stent. A second tbpv was implanted distal to the sternum and the first valve. The gradient improved to 10mmhg. No other adverse patient effects were reported.

Manufacturer narrative:
Based on clinical data and literature, melody stent fractures were known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appeared to be associated with an increased risk of stent fracture. However, in this case, a true root cause to the stent fractures was not determined. If information is provided in the future, a supplemental report will be issued.